Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a leak was reported at the end of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak at the end of the homechoice cassette that led to this alarm. When the issue was found, the patient discontinued the treatment and performed manual dialysis in the morning. There was no patient injury or medical intervention associated with this event. No additional information is available.